Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was due to the client testing with incorrect test strips for the meter.

Event description:
Customer complains of high results. Caller states the patient was not responsive when she went to the hospital and did not want to wake up, she stated the patient slept for a day and a half. The customer's expected blood results are 102-318mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer is concerned with: results obtained. True balance 522mg/dl, (B)(6) 2015, 01:25:00 pm, fasting. Reviewed meter memory: (B)(6). Customer called stated they tested the customer following her tube feeding at 10:30am and administered metforman. Three hours later tested again and the reading was 522mg/dl. The customer was taken via ambulance to the hospital where her glucose was checked, the results obtained was 175mg/dl at 1:25pm. The customer does not know if they received any medication at the hospital. The customer also mentioned to me that the customer had pneumonia and was very ill. Customer was informed that the test strips used were not the compatible product for the device she was using.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Caller states the patient was not responsive when she went to the hospital and did not want to wake up, she stated the patient slept for a day and a half. The customer's expected blood results are 102-318mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer is concerned with: results obtained.(B)(6). The customer does not know if they received any medication at the hospital. The customer also mentioned to me that the customer had pneumonia and was very ill. Customer was informed that the test strips used were not the compatible product for the device she was using.